Event description:
Flexshaft with ralc45 dlu attached used to top off anastomosis. Ralc45 was closed on top of an allice clamp. Ralc45 jumped and stopped out of safe firing range. Remote control button produced no response from flexshaft. Use of manual release could not open dlu jaws, therefore ralc45 had to be cut out from tissue. Anastomosis was done with a competitive device.